Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6) patient was 64 years old, female with medical history of high bleeding risk, anaemia, atrial fibrillation, hypercholesterolemia and hypertension. Patient presented with stable angina. Index pci was done on (B)(6) 2025 to target one type a lesion at 80% stenosed mid-lad. Lesion length was 20mm and reference vessel diameter was 3.50mm. Pre-dilatation was done using nc euphora 2.75mm x 15mm balloon followed by scoreflex nc 2.75mm x 15mm balloon. One biofreedom 3.00mm x 24mm (lot no. W24090620) stent was implanted at 6 atm. Post-dilatation was done using nc accuforce 3.50mm x 15mm balloon at 14-16 atm. No intracoronary imaging was done. Patient was discharged on (B)(6) 2025 with aspirin and clopidogrel prescription. During one-month follow-up on (B)(6) 2025, patient had no angina. Patient came for 9 months post-pci relook angiogram on (B)(6) 2026, she was clinically stable. No admission for acs (acute coronary syndrome). Physician noted stenosis at proximal lad (>70%), previously noted mild to moderate disease at proximal lad, indicating likely progression of disease. Physician noted diffuse in-stent restenosis (>70% severe stenosis) at mid-lad. Re-pci was done to target two lesions at proximal and mid-lad. Lad was pre-dilated with scoreflex 3.00mm x 15mm nc balloon at 20 atm and mozec nc 3.50mm x 15 mm balloon at 16 atm. Lad was treated with mozec seb 3.50mm x 15mm balloon and mozec seb 3.50mm x 20mm balloon at 7 atm.

Manufacturer narrative:
The biofreedom (bfr1-3024/w24090620) stent have been implanted in the patient, and therefore, it is not returned for biosensors' investigation. As reported, 9 months following pci to the mid-lad with a biofreedom 3.00 x 24 mm stent, the patient developed diffuse (>70%) in-stent restenosis, with concurrent progression of proximal lad disease. The reported restenosis pattern and timing are consistent with neointimal hyperplasia. Therefore, based on the available clinical information, the event appears predominantly related to patient- and procedural optimization factors, including multiple clinical risk factors for restenosis (advanced age, female sex, hypertension, hypercholesterolemia, atrial fibrillation, and anemia) and potential relative stent undersizing in a 3.50mm reference vessel without intracoronary imaging guidance. There is no evidence of stent thrombosis or structural device failure were observed. Overall, the findings support a multifactorial etiology, primarily driven by biological response and optimization-related factors rather than intrinsic device malfunction. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The restenosis events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.